Manufacturer narrative:
Continuation of medical devices: dtba1d1 ICD; 5071-35 lead; 4968-35 lead; bis-is-15 adaptor implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a lead integrity alert (lia) due to oversensing caused by a confirmed fracture. High rate non-sustained tachycardia and high sensing integrity counter (sic) was also noted on the rv lead. It was further reported that the rv lead had a loss of pacing due to high impedance measurements. It was also noted that the left ventricular (lv) lead had high threshold measurements. The lv lead remains in use. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.